Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and the right ventricular (rv) lead had shown a high pacing threshold several years prior. It was noted at three days after implant, the rv lead threshold was high and has remained high. The crt-d was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.